Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon investigation, the charger's power brick connector was found to be bent, preventing the power brick connector from plugging into the charger/modem. The root cause of the bent connector was unable to be positively identified but is likely due to physical abuse. No adverse event resulted from the defective connector. The last patient to use this charger/modem did not report any deficiencies.

Event description:
A review of service data detected a reportable event. During servicing of charger/modem (B)(4), the power brick connector was found to be damaged. The last patient to use the charger/modem did not report any deficiencies.